Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "formation of small cysts and bilateral ductal prominence", and "the presence of long and short radial folds", and rupture. Device has been explanted.

Event description:
Healthcare professional reported "formation of small cysts and bilateral ductal prominence", and "the presence of long and short radial folds", and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified the device was broken shell and red particles material on the shell/gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4).